Event description:
It was reported that during a heart bypass procedure, the surgeon used the device to clip the internal mammary artery. The device cut the internal mammary artery without clipping. The device was removed from the table. The nurse tested the device on the back table and it would clip six to seven times without clips and then it locked out. It is unknown how the procedure was completed. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.